Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient presented for pocket revision. When the dressing was removed, it was noted that the pocket had opened and had a hole where the device was visible. Also, when the dressing was removed there was a horrible odor. The system was explanted and a temporary system was implanted because patient was pacer dependent. Culture tests were positive for infection. Later, a new system was implanted on (B)(6) 2019. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.